Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4) event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient faced a site housing won't detach from spring event on (B)(6) 2026. The blood glucose level was high and the patient was treated with multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.